Manufacturer narrative:
The device was returned to the manufacturer's service center and evaluation completed with the following results: a ventilator inoperative error code was confirmed to be present in the download error log indicating the device was unable to write to the vent log. Evaluation confirmed the alleged ventilator inoperative condition. The main printed circuit assembly was replaced to address this issue. The device passed final testing and was confirmed to be operating properly.

Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
On 13 march 2025, the manufacturer received information indicating a patient using a bipap a40 version 3 device had died. The health facility contacted philips' call center requesting to return of the subject device. The philips sales representative learned of the patient's death when they went to the facility to retrieve the device as requested. It was reported a ventilator inoperative alarm had occurred on the device and the ventilator had stopped operating. The medical staff responded to the patient emergency with manual resuscitation of the patient using an ambu bag. However, there was no change in the patient's condition. The patient was transferred to a hospital by ambulance where they died that night. The cause of death remains unknown to the manufacturer at this time. This issue has been identified under the fsn 2023-cc-src-039.